Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that an architect troponin-I result of 0.59 ng/ml was generated for patient sample ID (B)(6) on (B)(6) 2014. The physician questioned the result. The same sample was retested generating a result of 0.05 ng/ml. The customer uses a cutoff of 0.1 ng/ml. No adverse impact to patient management was reported. The patient had been admitted to the hospital due to a fall with rib fracture. The patient had history of cardiac disease. The patient experienced chest pain related to the rib fracture. All subsequent troponin-I values were below the cutoff.

Manufacturer narrative:
Patient sample returns were not requested since retest of both patient samples produced the expected results. Review of customer complaint data identified an increase in complaint activity for the customer issue. A study was performed to evaluate the assay's performance. An internal troponin-I panel was tested with reagent lot 89000un13. The troponin-I panel is targeted to a known concentration. The panel was within specification for the reagent lot, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Accuracy testing indicates the assay is performing acceptably. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.